Event description:
Patient undergoing cystoscopy and left ureteroscopy. Guidewire being used had blue coating. Blue flakes noted on monitor screen by surgeon and scrub tech. Blue flakes were coming from coating on guidewire. Guidewire was removed from field and replaced with new one. Continued with procedure, flakes flushed from urethra and bladder as seen by surgeon, scrub tech and circulator. Surgeon confirms that all flakes flushed from body. Manufacturer response for sensor - nitinol wire with hydrolic tip, sensor straight tip (per site reporter): asked for return of sensor to test.